Manufacturer narrative:
The device is not available for return, therefore no eval could be performed to determine root cause. Device history was reviewed and no non-conformities were found related to the event. (B)(4).

Event description:
An iab catheter was inserted via the sheath provided. During insertion blood was seen coming back through the balloon. The pt expired; however, it was reported that this was not related to the event. Related to report # 2248146-2014-00054.